Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller mentioned the pt had a spinal cord stimulator (scs) and the implanted neurostimulator(ins) was sticking out of the pt's body and was visible under the pt's skin so that the pt could read the writing on the ins battery. Caller said they were just made aware yesterday, but caller. Did not know event date. The caller called to request physician listings for pt. The patient was redirected to their healthcare provider to further address the issue. On 2023-june-28 additional information was received from the patient-rep. The pt-rep reported that the patient hasn't been using it, and their back hasn't needed it. The healthcare provider (hcp) said the ins doesn't look good. Patient switched insurance and is having a hernia repair (unrelated to device/therapy). Patient speaking of possibly having the ins removed with the hcp during the surgery. Pt-rep said its really moving around and has been bothering them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.